Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on a melanoma removal procedure, 14 days after the patient needs to undergo another operation due to the rejection of stitches with resection of the margins of a right shoulder.